Event description:
It was reported that during an unk procedure an error code 3: hand piece error was received. Another like device was used. There were no pt consequence.

Manufacturer narrative:
Eval summary: the hand piece was returned with a loose mount. It was tested on a generator and no error code was noted. However, the hand piece was disassembled, a torn accoustic isolator and evidence of moisture ingress were found in the instrument. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed and no anomalies were noted during the manufacturing process.